Event description:
Healthcare professional "right side exchange with no complaint against the device." Healthcare professional later reported capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Clarification to d6a implant date: 2003 (year only received.) Laboratory analysis summary: the device related to the reported event of capsular contracture was received on january 17, 2025, with lot number 1058966. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional "right side exchange with no complaint against the device." Healthcare professional later reported capsular contracture baker grade unknown. The device has been explanted.